Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experience high blood glucose levels of 494 mg/dl. The customer does not give further information about high blood glucose levels. The customer states sensor anomaly. The customer was assisted with trouble shooting. The customer sensor will be replace.